Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. During troubleshooting, tandem technical support assisted the customer in performing the fill tubing process step by step. Customer was successfully able to complete the load process and resume insulin delivery. The customer's blood glucose was 164 mg/dl.